Event description:
During a laparoscopic cholecystectomy procedure, the safety shield would not retract when applied to tissue. The surgeon used a new instrument to complete the procedure. The hosp has reported that no pt injury occurred.